Event description:
It was reported by svc report that the fowler could not be raised or lowered and the side rail could potentially become unlatched. No pt involvement or adverse consequences were reported.